Event description:
It was reported that during a total laparoscopic hysterectomy, the device exhibited inadequate or partial sealing of gynecological l igaments and vessels, despite evidence of energy delivery and end tones being heard. Three good seals were completed before the issue occurred. Bleeding occurred, but blood transfusion was not necessary. The jaws were cleaned adequately during the procedure. The d evice was plugged into a generator, and another ligasure device was used successfully with the same generator.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device stopped working and the seal was partial. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy, the ligasure lf5637 retractable l hook device exhibited inadequate or partial sealing of gynecological ligaments and vessels, despite evidence of energy delivery and end tones being heard. Three good seals were completed before the issue occurred. Bleeding occurred, but blood transfusion was not necessary. The jaws were cleaned adequately during the procedure. The device was plugged into a generator, and another ligasure device was used successfully with the same generator.

Manufacturer narrative:
Additional information: b5 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a total laparoscopic hysterectomy, the device exhibited inadequate or partial sealing of gynecological l igaments and vessels, despite evidence of energy delivery and end tones being heard. The device was plugged into a generator, and another device was used successfully with the same generator. The jaws were cleaned adequately during the procedure. No patient complications have been reported as a result of this event.